Event description:
It was reported that during a da vinci-assisted surgical procedure, peritoneum got stuck between the black and silver portion of the 8mm fenestrated bipolar forceps instrument's shaft. This is the second instrument that this has happened. No fragment fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed, and the findings did not replicate or confirm the customer reported event. Failure analysis found the primary finding of could not reproduce nor could not verify external event to be related to the customer reported complaint. The instrument was tested on an in-house system. The instrument passed the recognition and the engagement tests. The instrument was fully functional. No product issue was found.